Manufacturer narrative:
H3, h6: it was reported that, during a thr surgery, one polarcup head/liner inserter was cracked. Surgery was resumed, without any delay, with the same device. The device use in treatment was returned for investigation. The reported failure mode could be confirmed upon visual inspection. The linear guide of the device is observed to have cracked. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. A review of the complaint history revealed three additional complaints reported for the batch in question. However, a batch size of 1000 pieces was produced. The additional complaints are therefore not considered to indicate a manufacturing issue related to this batch. The relationship between the reported event and the device was confirmed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Normal wear and tear through repeated impaction are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Based on the conducted investigation the root cause is attributed to a component failure without any design or manufacturing related issues. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor the device for similar issues. The returned device will be discarded.

Event description:
It was reported that, during a thr surgery, one polarcup head/liner inserter was cracked. Surgery was resumed, without any delay, with the same device. No health consequences were reported.